Event description:
The initial ortho surgery performed. Post procedure xray performed and read by surgeon with findings of possible retained surgical item. The following day, pt returned to surgery for removal of retained instrument. Cutting guide was removed by ortho surgeon. Spoke to surgeon and he stated that it is a design issue. The risk director had discussion with surgeon that stated that he uses another brand of resection cutting guide at another facility, brand is unknown, but he explained the resection cutting guide has an extended metal piece at the top which keeps the guide from sliding. We are intending to send it [the cutting guide] back to the manufacturer once it is requested to do so.